Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) functional uplink tested out of specification. Cable found out of electrical specification.

Event description:
It was reported the rf (radio frequency) head was broken. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.